Event description:
It was reported the pt was not receiving effective therapy from her scs system. A sjm rep met with the pt and reprogrammed her scs system. He wasn't able to improve her desired pain coverage. The pt's physician stated she would like to manage her pt's extra pain through her pain pump. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.